Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review could not be performed as the lot number was unknown. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer contacted a baxter specialist to report a cl secondary med set, luerlock and hanger no distal connector set in which the customer was unable to prime. According to the report, the nurses do not have trouble spiking and priming with the primary tubing, only the secondary tubing. The customer indicated that there was no patient involvement, injury or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.